Event description:
Olympus was informed that during a fibroid resection hysteroscopic procedure, the loop broke off and fell inside the pt. An x-ray was performed and revealed a foreign object inside the pt approx 8 mm in length. The device fragment was not retrieved and remained inside the pt. The pt refused add'l procedure to remove the device fragment at this time. However, the pt was reported to be in good condition. This is the last of two reports.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. This type of damage can result when the electrode loop comes in contact with metal or hard like materials during the high frequency (hf) activation. If add'l info or if the device is received at a later time, this report will be supplemented. Please cross ref. MFR# 2951238-2015-00201.